Event description:
It was reported that customer experienced cgm error and pump turned off and on due to depleted battery. There was no reported impact to the customer¿s blood glucose level. Customer allowed pump to reset, confirmed error did not appear again, successfully started new sensor session, and did not receive pump reset instructions from technical support because battery depletion caused automatic restart.